Manufacturer narrative:
During inspection and testing of the returned device, when the nozzle was removed and the inside was checked, black rubber was found to be clogging the nozzle, which resulted in reduced flow of air and water. Visual inspection of the device found no deformation in the air/water supply nozzle. Component analysis of the foreign matter detected silicone as a component of the black rubber substance. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, silicone-based substances are used in various applications such as watertight packing, silicone-based adhesives, and silicone members, so the origin of the material cannot be specified from this analysis, but products used in combination with the scope, injection tube, cleaning tube, deterioration of water supply tank, and peripheral equipment, etc., are potential sources. However, a definitive root cause of the reported issue could not be determined. In addition, service found that angulation was reduced and the angulation knob was loose due to stretched angle wires, the adhesive at the bending section was chipped, there was a drainage deficiency, the universal cord was scratched, there was a scratch on the switch and the connector, and the insertion tube was scratched. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the air and water flow from the scope was weak. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, foreign material was found in the nozzle. This report is being submitted for the malfunction found during evaluation (foreign material).

Manufacturer narrative:
Correction to the initial medwatch. The aware date should be 07-feb-2022.